Event description:
It is reported that the device was implanted in 2008 and revised five months later, due to radiolucent lines under the tibia indicating that the component was loose.

Manufacturer narrative:
This report will be amended when our investigation is complete.